Manufacturer narrative:
(B)(4). B5: no change. D9 device availability: correction- device no longer available. H2: correction followup. H10: correction: remove h6 code 4114.

Event description:
B5 is subsequent to preview medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.